Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4)..

Event description:
The customer contact reported that the device powered off by itself without sounding an audible alarm tone. On an unspecified date and time, the device was programmed to deliver an unspecified medication. No specific patient information or pump programming was provided. After an unspecified length of time, the nurse noted, while checking on the patient, the device had powered off without sounding an audible alarm tone. The device was removed from clinical service. Multiple unsuccessful attempts have been made to obtain additional information including specific event details and patient outcome.